Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that unexpected resets occurred intermittently. Customer¿s blood glucose level was 115 mg/dl. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer to complete troubleshooting, but no response was received.